Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to bacteremia, and cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 16f glidelight laser sheath, the rv lead was successfully removed. While attempting removal of the ra lead and with the glidelight in the svc region, the ra lead released with traction. The patient''s condition declined and rescue efforts began, including bypass and sternotomy. An ra perforation was discovered (MDR 1721279-2022-00187) and was successfully repaired. The atrial wall was very thin and it was thought that due to the ra lead being a fixed screw lead, the damage was caused when traction was applied and the ra tip released. The physician did not remove the ra or lv leads and did not attempt to unlock the llds from the leads; both leads and llds were cut and capped and remained in the patient. The patient was transferred to the ICU in critical condition; however, on (B)(6) 2022 the patient died. This report captures the lld in the lv lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure. Although the patient died, the lld present in the lv lead did not cause or contribute to the patient''s death.

Manufacturer narrative:
A portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.